Event description:
It was reported by the patient that the pod did not fully deploy the cannula upon application; this indicates a needle mechanism failure. The patient reported that when they administered a bolus, they observed insulin leaking from the infusion site. The pod infusion site was not specified. When the patient removed the pod, they reported that the cannula was lying flat against the pod and appeared shorter than normal. The pod was worn between 1 and 4 hours. No impact to the patient's glucose level was reported. As treatment, a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.locked down smartphone: phone_control_ios.omnipod software app version: 2.2.1.operating system: 26.5.hardware: iphone17.1.cgm sensor type: data not available.please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.